Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient on (B)(6), 2007. According to the complainant, the patient experienced pelvic pain, dyspareunia, and urinary incontinence. She was found to have erosion through her anterior vaginal wall and required further surgery to remove the mesh. All other information, including the patient's current condition, is unknown and reportedly unavailable.